Event description:
It was reported that the right ventricular lead exhibited oversensing. The sense/pace portion of the lead was capped and replaced. The high voltage portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.